Event description:
It was reported that during implant of the right atrium (ra) lead there was considerable difficulty encountered in achieving satisfactory lead position and stability. It was noted that the patient is part of the product surveillance registry study. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further clarified that placement was extremely difficult due to severely dilated right atrium and a considerable amount of native atrial tissue led to lead instability and dislodgement.